Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d10, h3, h6 (type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the unit. After the fse confirmed that the battery expired in 2019/09, as well as confirming incorrect installation of the unit and battery which caused the battery to eject from the unit, the customer was presented with the cost estimate to repair the iabp unit. However at this time, the customer has not requested service from getinge and repairs are incomplete, at this time. A supplemental report will be submitted if additional information is provided. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Updated: b4, b6, b7, e2, e3, g4, g7, h2, h10, h11. Corrected: b5, d1, d4 (version or model number), d10, f11, f13, h3, h6 (type of investigation and health effect- impact codes). Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the battery installed in the machine had expired in 2019/09, and the manufacturer repeatedly explained to the hospital that maintenance was required. The fse confirmed that the shut down had occurred while the unit operated on battery mode as the battery and unit were installed incorrectly, thereby causing the battery to eject from the unit. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are still pending approval by the customer. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during patient transport, the cs100 intra-aortic balloon pump (iabp) shut down for approximately 15-20 minutes while the unit was battery powered. It was also reported that the unit did not alarm before it shut down. Immediately thereafter, the ac power supply was secured and the drive restarted. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the battery installed in the machine had expired in 2019/09. It was repeatedly explained to the hospital that maintenance was required. The fse confirmed that the shut down had occurred while the unit operated on battery. The fse stated that this was recognized due to the fact that the battery and the main body had not been installed correctly. The battery came off of the main body. At this time, the customer has not requested service from getinge. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during patient transport, the cs100 intra-aortic balloon pump (iabp) shut down for approximately 15-20 minutes while the unit was battery powered. It was also reported that the unit did not alarm before it shut down. Immediately thereafter, the ac power supply was secured and the drive restarted. No patient harm, serious injury or adverse event was reported. The battery installed in the machine had expired in 2019, and the manufacturer repeatedly explained to the hospital that maintenance was required.